Manufacturer narrative:
Analysis confirmed that the transmitter would not power on, additional findings after opening the unit revealed damage to the circuit board where burn marks were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the smoke was seen from the ac power adapter of the patient transmitter. The product was replaced.